Event description:
Info received from attorney indicates the pt was implanted with the valve in 2004. It is alleged due to defects in product design and MFR, the decedent suffered aortic insufficiency and progressive congestive heart failure. The pt expired about two weeks later. Unk if the product was interred with the pt.